Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) level was 234 mg/dl; however, the customer stated that bg levels typically run in the 200 (mg/dl) range and was unrelated to the pump or supplies. The customer confirmed that an alternate method of insulin delivery was available.